Manufacturer narrative:
With current information, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has a dislodged lead. The physician attempted to place another lead during an additional procedure, however was unsuccessful. The patient will likely have a epicardial lead placed in the near future, however no further information could be obtained about the lead replacement. No adverse patient effects were reported.